Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing tibial aseptic loosening as well as a potential periprosthetic fracture distal to the patellar component.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. The device history records could not be reviewed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The email communication from the attorney states that patient is experiencing aseptic loosening and scheduled for revision. Also the email states that the recent x-ray had evidence of a fracture. The compatibility check and the product history search could not be performed as the part and lot number are unknown. A definitive root cause cannot be determined with the information provided.